Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The stator was dislodged and, therefore, the cam position could not be determined. Upon further investigation it was noted that the valve casing was cracked, which is likely due to a blunt force to the device. This, however, could not be confirmed. Enhancements to this device were introduced during the 2004-2005 timeframe, which was designed to minimize this type of problem. It was noted that this device was manufactured prior to this enhancement. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that in 1997, the device was implanted at an unknown pressure setting. An x-ray found the stepping motor in the inlet valve was detached. As a result the device was revised on (B) (6) 2010.